Event description:
It was reported that pump experienced undertravel stall malfunction with malfunction alarm Malf 24, and no notable events occurred before issue. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. The customer had not addressed the elevated BG at the time of report and did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.